Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and could not be replicated nor confirmed. Visual inspection-external, visual inspection-internal, and manual articulation of inputs tests/ inspections were performed and the complaint could not be reproduced. Failure analysis could not verify the customer reported event. The blades opened and closed properly. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that the monopolar curved scissors instrument had a chipped blade. The procedure outcome was unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was a new one and damage was found before it would be used for the first time after being cleaned and sterilized. It is unclear whether blade spillage occurred during use in the patient's body. No fragments fell inside the patient's anatomy. There was no injury to the patient.